Event description:
A customer reported a contained reagent probe leak on their unicel dxc 600 pro instrument. The instrument generated the following error: "cau: cc cuvette not dry before first reagent dispense". The customer found approximately 5 ml of fluid had leaked under the reagent probe and on the reaction wheel cover. No erroneous patient results were generated or reported. In addition, there were no reports of exposure or injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse stated the cause of the instrument errors and leak were due to a loose cable on the reagent probe level sense bead (p/n a20501) getting pinched during probe movement and pulling out of the grommet fitting. Reseating the cable resolved the issue. A leaking reagent probe can impact any or all chemistries, including critical chemistries.